Manufacturer narrative:
The service engineer (se) replaced the universal serial bus (usb) flash drive, updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. Product analysis: a usb flash drive was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; functionality testing was performed and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. The initial report was sent under retrospective summary report, code (B)(4), exemption number: e2017032.

Event description:
It was reported that during service of a 980 ventilator the graphic user interface (gui) display would not light up when powering on. The ventilator was not on a patient at the time of the event.